Event description:
Per biotornik pt tracking, this system was removed due to a septicemia with vegetation the svc coil. This system was discarded by the hospital. Associated devices: selox sr 45, MDR-1028232-2009-1690. Lumos dr-t, MDR-1028232-2009-1689.